Event description:
Reportedly, during pt use, a "backup battery failure" alarm occurred. The pt was manually ventilated before being switched to another unit. The internal battery was replaced and the alarm was resolved. There were no serious or negative pt consequences reported.

Manufacturer narrative:
(B)(4).